Manufacturer narrative:
The associated devices were returned to be evaluated. The visual inspection shows the modular neck has come apart from the stem. The trunnion of the neck is still attached to the head. The liner was also returned showing typical damage for an explant. An engineer evaluated the devices with results showing the stem and neck taper had a significate amount of contamination built up on the surface that would not allow us to inspect the tapers accurately; therefore no dimensional evaluation could be performed. All critical interlocking dimensions on the plastic liner were checked with no features found to be out of specification. A lab analysis was also completed with the results: the modular neck exhibited signs of corrosion fretting, discolorations, and debris along the taper on both the a/p and radius sides. The modular neck exhibited signs of metal transfer on the taper surfaces and edxa spectrum analysis revealed signs of titanium and aluminum which was due to contact between the neck and stem taper surfaces. Pitting was also observed on the taper surfaces of the modular neck. Corrosion debris was observed on the taper surfaces and edxa spectrum analysis revealed chromium and oxygen. The femoral head exhibited signs of metal transfer and scratching on the articulating surface. Edxa spectrum analysis of these regions revealed signs of titanium and aluminum which were likely due to contact with the acetabular shell during removal or dislocation. The expected metal transfer and fretting damage observed on the taper surfaces of the modular neck were likely due to contact between the neck and stem tapers during insertion of the neck into the stem, subsequent fatigue loading, and removal of the neck from the stem. No material deviations were found in this investigation. A definitive root cause cannot be determined. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision was performed due to hip pain and elevated chromium.

Event description:
It was reported that a revision was performed.

Manufacturer narrative:
.